Manufacturer narrative:
The customer used the stapler release kit (srk) to remove the instrument. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and noted error 22030: a stapler 45 failed in its operation on the universal surgical manipulator #4 (usm4). No site visit was conducted. The system was working properly and no additional action was required. The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A follow-up MDR will be submitted if additional information is received. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the instrument log for the stapler 45 instrument (part number: 470298-12, lot number: t10190205-0084) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system sk2807. The instrument was installed in the system for 39 seconds but it was not used during the procedure. The instrument had 8 uses remaining out of 50 max tool uses. A review of the stapler log for the stapler 45 instrument associated with this event has been performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the instrument was installed with a blue reload and a shifting failure occurred when the instrument was attempting to shift into a firing state. The instrument was in a clamped stated and the system prompted the customer to use the stapler removal kit (srk) to unclamp the jaws. The logs showed that the customer pressed the emergency-stop button and used the srk on the instrument. This complaint is reportable due to the following: tt was alleged that the endowrist stapler failed to unclamp with no evidence or claim of mishandling or misuse. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy resection-diagnostic surgical procedure, the stapler 45 instrument would not release. The customer used the stapler release kit (srk) to remove the instrument. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and noted error 22030: a stapler 45 failed in its operation on usm4. The site continued to complete the procedure as planned with no reported patient injury. Isi followed up with the initial reporter and obtained additional information. The instrument¿s jaws could not be opened when it was installed onto the system so the instrument was not used on the patient at all. The procedure was completed by using a backup instrument of the same type. The customer was unsure if the instrument was available to be returned to isi for analysis.